Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Reportedly, there was no patient involvement as pump was being used for demonstration.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.